Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device has been returned. Synthes is unable to determine the MFR date without a lot#.

Event description:
The polyethylene inlay that was implanted in the l4-l5 space slipped forward. The surgeon performed a scheduled radiographic imaging postoperatively. At initial review of the image, the surgeon did not notice the slippage. Surgeon reviewed the image in 2007, after realizing 'something didn't look right', and found the polyethylene inlay had not engaged properly and had slipped forward. No revision surgery has been scheduled at this time.